Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons had issues and were less responsive. The customer's blood glucose level was unknown at the time of the incident. It was reported that the battery had to be changed more frequently. The buttons were hard to press and the malfunctions had impacted the performance of the insulin pump. The device will not be returned for analysis.